Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level was 450 mg/dl. Customer took insulin pump in manual mode and out of auto mode. Customer took some shots that brought her blood glucose to 197 mg/dl. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Insulin pump will not be returned for analysis.